Event description:
From: __________] sent: (B)(6) 2024 7:28 am to: (B)(6) subject: 2nd generation good morning, I have used the bd ultra fine nano pen needles for probably 12-15 years. Recently I have received the 2nd generation nano needle. They are horrible. When I use my lantus or inpen and dial insulin about it almost gets stuck? Then at injection site I am getting a bubble in my skin. Almost like air is in the needle? It hurts. I massage my skin to get the bump in my skin to go down. Please advise. I don't want the 2nd generation needles.

Manufacturer narrative:
Additional information was added to: b4, d1, d4 (UDI, cat#, lot#, exp date), g4 (510k), g6, h2, h3, h4, h11. Correction to: d3 (country type and country), h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.